Event description:
The compmany, was made aware of legal action being taken by a charite artificial disc patient. Patient was implanted with charite disc in 2004, at l5/s1. Patient reports having continued pain. As an adverse outcome was reported an MDR is being filed to document this event.

Manufacturer narrative:
Details are limited at this time. No definitive conclusions can be made. At this time no connection can be made between the event and any shortcomings of the device or information provided with the device.